Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, intermittent wide qrs oversensing was observed. The patient received inappropriate atp therapy. Programming changes were made and no further issues were seen. Patient was fine.